Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Dr. Revised a cup/ head/ liner due to cup loosening. He revised a tritanium cup sz 54 with a single 6.5 x 35 torx screw to a multihole cup sz 58. The original surgery was done on (B)(6) 2012. Rep also reported that the above revised screw was broken, and that the tip of the screw was left in the patient's left hip.